Event description:
It was reported that "another person in the clinic was paralyzed due to the crystallization" of catheter. Five attempts have been made to gather add'l info regarding this reported event, but to date, no add'l info has become available. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.